Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Patient received a gunther tulip filter on (B)(6) 2008 at (B)(6). Plaintiff has not named an implanting physician. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided

Manufacturer narrative:
Additional information provided determined that this device was manufactured by william cook europe. With the submission of this follow up report, cook inc informs that this complaint has been transferred from cook inc to william cook europe. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided determined that this device was manufactured by wce. With the submission of this follow-up report, cinc informs that this complaint has been transferred from cinc to wce.

Manufacturer narrative:
Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Per CT scan, dated (B)(6) 2009, ivc filter with the legs of the filter appearing to extend beyond the wall of the inferior vena cava. One of the legs appears to extend anteriorly beyond the wall of the inferior vena cava along the poster inferior aspect of the transverse duodenum. No definite bowel perforation is present. There is no evidence of pneumoperitoneum or free intraperitoneal fluid."

Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. If additional information is received, the report will be re-opened for further investigation.

Event description:
Patient received a gunther tulip filter on (B)(6) 2008 at an unnamed hospital in (B)(6). Plaintiff has not named an implanting physician. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided